Event description:
A physician attempted an arteriotomy closure in the common femoral artery with the perclose proglide device after an interventional procedure. During the procedure, the physician was unable to assess whether the foot was against the anterior wall of the artery. When the physician proceeded to close, he met resistance. The physician proceeded to remove the device with a lot of tension and noticed the foot appeared to be open and broken. The physician reverted to manual compression to achieve hemostasis. There was not patient injury reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.